Manufacturer narrative:
(B)(4). This complaint for air in the patient line was not confirmed. A root cause of the air was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's (B)(4) reporting that there was air spaces in the patient line while upon priming on the homechoice (hc) system. The home patient (hp) added that solution came out of the patient line as well. The technical service representative (tsr) explained the hp that if the clamps were left open during the self-testing, the fluid would free flow in the cassette and could cause the air spaces in the patient line and the line not to prime properly. The hp wanted to start over with all new supplies. The tsr assisted with troubleshooting. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow-up with the hp, it was found that they did not notice any visible damage or abnormalities with the cassette or bags that were in use. The hp stated that they were able resume therapy successfully with new supplies. There was no patient injury or medical intervention reported. The hp refused to answer any questions.